Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the guidewire could not "cross" the lead during the implant procedure. The lead was not used and a new lead was implanted with no issue. No patient complications have been reported as a result of this event.